Manufacturer narrative:
The device was received and inspected under illuminated 10x magnification. The returned lens displays one detached haptic. Lens met all manufacturing specifications prior to release. The results of our inspection suggest, this event is not manufacturing related. We will continue to monitor and trend all reports.

Event description:
A nurse reported the intraocular lens haptic bent during insertion of the iol into the patient's eye. The damaged lens was removed and the incision enlarged to implant a replacement lens without complication. Reporter stated there was no patient injury.

Manufacturer narrative:
(B)(4). The intraocular lens has not yet been received for analysis. Prior to release the lens met all manufacturing specifications. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that while placing a new right ventricular pace/sense lead the left ventricular lead dislodged. This lead was explanted and replaced. No patient complications have been reported as a result of this event.